Event description:
This lead was intended for implant in the patient's (B)(6) suboccipital region (off label). During the placement of the device, the physician noted the lead had penetrated through the patient's skin. The device was removed, and a new lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.